Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that she experienced unexplained low blood glucose as low as 23 mg/dl in the morning and unexplained high blood glucose in the mid morning of up to 458 mg/dl. Nothing further was reported.